Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical study. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient was admitted on the day of the index procedure with a 3-4 day history of unstable angina. The index procedure treated an ostial lesion in the ramus for in-stent restenosis. The lesion was 3.25 mm wide, 10 mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express2 stent. The stent overlapped by 8 mm with another manufacturers drug eluting stent. Post dilatation stenosis was 0%. The patient received aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. The patient was admitted on day 231 for cardiac catheterization after a positive stress test. Treatment on this day consisted of pre dilatation and placement of a 3.5 x 16 mm taxus express2 stent to the proximal lcx. Final ivus showed good apposition of the stent and excellent angiographic results. Of note, at this time, the mid lad was also treated with pre dilatation and placement of a 3.5 x 16 mm taxus express2 stent with excellent angiographic results. The patient was discharged one day later on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent. The clinical events committee confirmed the tvr, however, they noted that there was no relationship between the tvr and the taxus stent.